Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. A field service engineer was dispatched on 1/3/2017. The fse checked the instrument operation and checked and verified the tighteness of all the connections and replaced the column. The fse primed instrument, calibrated and ran controls. The fse verified instrument operation. There was no further action required by field service. The most probable cause of the reported event was the pump unit had loose connections.

Event description:
On (B)(6) 2016 a customer reported low pressure with their g8 analyzer. The customer reported that they changed the buffer and performed a drain flush but the pressures remained low mid-run. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.